Event description:
It was reported the lead had low impedance, 200 ohms, and was undersensing. It was capped and replaced. No patient complications have been reported as a result of this event. Additional information reported sensing difficulty.

Manufacturer narrative:
Other: it was reported the lead had low impedance, 200 ohms, and was undersensing. It was capped and replaced. No patient complications have been reported as a result of this event. Additional information reported sensing difficulty. No conclusion can be drawn. Sensitivity, impedance, low.